Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-oct-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. A deficiency has been determined for cg8+ cartridge lot w21064. The rate of ica results outside ea in whole blood (wb) and tricontrols level 1 control (l1tri) from retained cartridge testing did not meet the acceptance criterion found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. For all other sensor/fluid combinations relative to ea and for suppressed results, the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure were met for retained cartridge testing. This issue will be investigated under quality record (qr) (B)(4). In addition, the lot was previously determined to be deficient for an unrelated filling issue through (B)(4).

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant ionized calcium result on a patient. There was no patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.